Event description:
It was reported that patient presented for a routine check-up. It was noted that implantable cardiac defibrillator (ICD) went into back up mode due to MRI (magnetic resonance indicator) performed in off-label MRI environment. It was also noted that high voltage therapies were disabled. Programming changes were made. Patient condition was stable.